Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.

Event description:
It was reported that the pulse generator could not be interrogated. A surface ECG revealed a magnet rate of 90 bpm.